Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake was tight and was not adjustable. The defective drive train motor was replaced to address the system error, likely attributed to the defective component. During visual inspection, there was no physical damage observed on the autopulse platform. Additionally, unrelated to the reported issue, noted the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, and the encoder shaft has slipped in the housing by over 1mm, likely attributed to the defective drive train motor brake assembly. Deburring of the clutch plate was performed and the encoder was replaced to remedy the issues. The archive data revealed a system error 139 (unable to hold compression position) message, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4). Date of event is unknown.

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR " error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.